Manufacturer narrative:
The insulin pump alarmed during basic occlusion test and was unable to prime during the prime test due to loose protruded drive support disk. The insulin pump was missing drive support sticker and endcap sticker. The insulin pump was received with cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 105 mg/dl at the time of the incident. The customer stated they were unable to exit the preparing to prime loop. The customer reported physical damage on the devices in the form of cracks on the device. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.